Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A1102: applicable to an error (721) message. A13: applicable to the system not being able to search for patient image files on the picture archiving and communication system (pacs) network. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was unable to search for patient image files on the picture archiving and communication system (pacs) network. The manufacturer representative (rep) reported that the system was unable to connect to pacs wirelessly or with a wired connection. A member from the site conferenced in while in front of the system. Troubleshooting steps included confirming the wired and wireless ae titles listed on the digital intercommunication of medicine (dicom) transfer window. The site member was instructed to select the wired ae title on the images window and attempt to connect with pacs through a wired connection. The system was unable to search for image files on pacs. The site member reported an error (721) message. The site member was then asked to test the wired connection to pacs from the dicom transfer window, and reported that the local config light was green, ping light was yellow, and pacs port light was red; the association and dicom echo lights were not reported. The site member was asked to reach out to hospital it (internet protocol) to verify wired and wireless ae titles for the system, and information regarding that is unknown. The rep called at a later time for additional troubleshooting. Technical services (ts) and rep walked through the dicom page, and reported that the wireless ip address was green, test: green local config, yellow ping and all rest red (only one pacs node listed). Ts also had rep toggled all (query, storage and default) on for testing. Rep reported that wireless was off. Ts asked to enable and refresh. Once it was done, the ip address, etc were populated. Ts had rep go back to application and try to query patient, however it failed to query. Ts then had rep ping gateway and successfully connected with no packet loss. Rep was asked to verify with it that the pacs node information is correct and wireless ae title have full permissions. Information regarding patient impact and delay are unknown at this time.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735797. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 additional information, a09 - unable to connect to electronic picture archiving and communication systems (pacs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.